Event description:
Manufacturer's representative reported the device was removed after an implant duration of 37 months due to infection. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.